Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-03386 and 1225714-2014-03387.

Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired on an unknown date in 2009, after the use of the product.